Event description:
It was reported that the device had a high pressure alarm. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Unique identifier (UDI), serial number, catalog number, and operator of device are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be an issue with the downstream occlusion sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a device history record (DHR) could not be conducted.